Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Single dose cement was shipped damaged. Their hazardous material team disposed product since item was damaged, and due to the strong odor.

Manufacturer narrative:
Was reported as serious injury in error and is being corrected to malfunction.

Event description:
Single dose cement was shipped damaged. Their hazardous material team disposed product since item was damaged. And due to the strong odor.